Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 01/16/2016 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring approximately 20 mmol/l accompanied by nausea. This complaint does not meet animas' criteria of a reportable adverse event. The reporter alleged that there was a crack in the battery compartment. This complaint is being reported because the alleged case/condition issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: investigation confirmed multiple cracks in the battery compartment.